Manufacturer narrative:
On 11/8/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a patient underwent an ablation procedure for right atrial tachycardia with a smarttouch bidirectional sf catheter and suffered a heart block av requiring surgical intervention (pacemaker implantation). The returned device was visually inspected, and was found in normal conditions. The catheter was evaluated for carto 3 system performance, and was recognized by the system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter was subjected to a screening test, which passed. The force feature was working properly, and the force sensor values were found within specifications. The catheter was tested for electrical performance and stockert compatibility, and was found within specifications. Deflection and irrigation tests were performed, which the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the heart block av remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for right atrial tachycardia with a smarttouch bidirectional sf catheter and suffered a heart block av requiring surgical intervention (pacemaker implantation). After ablation in the right atrium, the patient went into 3rd degree heart block. A permanent pacemaker was implanted. Patient was reported to be in stable condition. It was noted that the physician does not believe that a bwi product was responsible for the adverse event. Multiple attempts have been made to obtain clarification to this complaint, but no further information has been made available.